Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Correction was made in section h6: component code (g). Additional information was received from the healthcare provider. The patient's ethnicity/race was reported as caucasian by the healthcare professional. Additional information was added in the following sections: a2, a3a, b3, b5, b7. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 2/25/2026. A healthcare professional reported broke hinges on a silent nite sleep appliance. Appliance was used by a 72-year-old female. The device was delivered on (B)(6) 2025, and the patient presented the issue on (B)(6) 2025. The patient's oral hygiene was reported as excellent. Per the report the patient did not experience any symptoms or injury. The patient discontinued use of the device on (B)(6) 2025. No additional medical or surgical procedures were required. It was reported that the patient was following the recommended cleaning and storage directions. The appliance was replaced, and the patient received a dream tap appliance as a replacement. The event was reported to the dental office located in (B)(6).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 2/25/2026. The healthcare professional reported that the silent nite sleep device case had fractured.